Event description:
It was reported that the customer had a motor error alarm during basal on the insulin pump. The customer's blood glucose level was 92 mg/dl. The customer was advised that the insulin pump will be replaced and customer agreed for replacement.

Manufacturer narrative:
The insulin pump passed rewind test, basic occlusion test and displacement test. The insulin pump was received with motor error alarm during occlusion test due to faulty force sensor. The motor was tested outside of the insulin pump and passed. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.